Event description:
In 2002, the user facilities materials manager informed the manufacturer's representative of the following: everytime the physician implants device using the manufacturer's introducer, it bends, breaks and gets holes in it. Physician is not sure if its the introducer or his technique.